Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was over 200 mg/dl. Customer stated that she was wearing the insulin pump at the time of the hospitalization. The customer also reported that the insulin pump had motor error alarms during basal and the buttons had to be pressed multiple times to respond. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.